Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose level was 43 mg/dl, lows in 40 md/dl, 50 mg/dl, 60 mg/dl and highs in 200 mg/dl. Customer reported that he was getting minimum delivery. Customer had using insulin pump system within 48 hours of reported low blood glucose event and auto mode was active. Customer was neither in emergency room, nor admitted into hospital. Customer does not allege insulin pump was over delivering. Customer also reported some bleeding on time of removal of set. Customer reported that insulin pump was not worn during a medical procedure. The insulin pump will be returned for analysis.